Event description:
The customer contact reported the pt received more medication than intended. The device was programmed in the post anesthesia care unit at approx 12:30 pm to deliver morphine 5 mg/ml in the pca+ continuous mode with a continuous rate of 0.5 mg/hr, a 1 mg pca dose, a 15 minute pt lockout, and a 4.5 mg 1 hour limit. After an unspecified length of time, the pt was transferred to ICU with the device. At 7:50 pm, the nurse entered the pt's room and noted that the pt was lethargic, difficult to arouse, and had a respiratory rate of 8 breaths per minute. The pt was successfully treated with two does of narcan. There were no reported adverse pt sequeale. After the therapy was discontinued, the customer contact indicated, the pt should have received approx 8.5 mg and noted that approx 45 mg was missing. The device was removed from clinical service. During testing by the user facility biomedical engineer, the device passed testing for delivery accuracy. Though requested, no further info was provided.